Manufacturer narrative:
Event problem codes (B)(4). Additional manufacturer narrative. Stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration (svd), a common reason for reoperation, can encompass multiple failure modes. In this case, the explanted device was not returned to edwards for analysis. Black and white images of the valve were provided by the hospital; however, due to the low quality of these images, a photographic evaluation was not able to be completed. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event, or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this bioprosthetic mitral heart valve was explanted after five (5) years, five (5) months due to rheumatic mitral valve stenosis. No additional details were provided.